Event description:
On (B) (6) 2008, a (B) (6) female was implanted with a gore propaten vascular graft in a below-knee bypass procedure from the common femoral artery to the posterior tibial artery. On (B) (6) 2008, an ultrasound revealed an occluded graft. On (B) (6) 2008, an angioplasty/stenting procedure was performed.

Manufacturer narrative:
On 5/17/10, upon review of the study data, an error was discovered in the implant date of this event. Due to this correction, the reportability was re-evaluated and determined to be reportable. The due date for this report is 06/16/10.